Event description:
On (B)(6) 2015, the reporter contacted lifescan USA, alleging error 5 meter issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved with this complaint failed testing. The meter was found to have pcb contamination, in addition, a secondary issue was also noted; the meter was found to have spc pin 2 were lifted high. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2 - correction.supplemental sent to correct information previously sent. The meter was found to have contamination around the spc pins (not pcb contamination stated previously).